Event description:
The trilogy evo o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that a communication failure occurred during testing therefore the display system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 1 was performed. The air inlet foam filter and particulate filter were replaced as preventative maintenance. The mac address was updated. The technician recommended replacing the vanity cover assembly however the no repairs were performed due to the customer's request. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.